Event description:
It was reported that the patient presented to the hospital for a follow-up on 19 apr 2022. During examination of lead, it was noted that patient had low heart rate due to right atrial (ra) lead. After further assessment in clinic, it was confirmed that the ra lead had dislodged. Patient was brought to the lab for repositioning of the ra lead. After lead was repositioned, the physician was unable to get the helix to extend. The old ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was measured within specification. The reported event of helix mechanism issue was confirmed. X-ray inspection found over torque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead. The helix was damaged during analysis. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and over torque of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received noted that the right atrial lead exhibited a capture problem.